Event description:
It was reported that the patient's left knee was revised due to infection. A 6x16 ts insert was exchanged for another 6x16 ts insert.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-501; lot# el49ya. Tri ts baseplate size 6; cat# 5521-b-600 ; lot# e3g7ha. Tri cemented stem 12mmx50mm; cat# 5560-s-112 ; lot# 0102006l. Triathlon symmetric x3 patella; cat# 5550-g-360-e; lot# wh1e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.